Event description:
Reporter indicated that during generator replacement surgery for end of service in 2002, the lead was noted to be broken. Device diagnostic testing of new generator connected to original lead resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. No replacement lead was available at that time, so the pt returned one week later for lead replacement surgery. Device diagnostic testing of new generator with new lead was within normal limits, indicating proper device function. There is no indication at this time that there was a lead problem prior to geneator replacement surgery.